Event description:
It was reported to resmed (B)(4) that an astral ventilator's power supply unit (psu) was not functioning. The device was not in use when the fault; therefore, there was no pt involvement. MFR # 3004604967-2015-00112.